Event description:
Caller alleged discrepant results compared with lab. Results as follows: test: 1, inratio: 1.5, lab: 3.7; 2, 2.8, 3.7.

Manufacturer narrative:
On (B) (6) 2009: according to caller report, issue was related to accuracy and precision of inratio meter: discrepant results (precision) comparison of inratio test results provided by end-user at time complaint was filed: test1: 1.5, test2: 2.8, mean: 2.15, stdvd: 0.92, %cv: 42.76%. Product is required to be investigated. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 1.5, lab: 3.7, mean: 4.8, confident-limits: 1.7 - 3.8; 2, 2.8, 3.7, 4.7, 1.9 - 4.6. Test 1 was not within the lower confident limit. Product was not returned. Further investigation could not perform with regard to precision testing result. Tsr will be contacted. Investigation work is in progress. No corrective action is required as no product deficiency was established. As of today, 02/26/2009, user has not replied to call from tsr, further investigation cannot be performed. If product is returned, case will be re-opened for investigation.